Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 562 mg/dl. The infusion set was changed and a correction bolus was delivered to address bg. Cause of the elevated bg was not known. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.